Event description:
There was a leak at the level of the ats connector between the drain and the tubing. It happened with 2 different devices from lot 74f2000334.

Manufacturer narrative:
(B)(4). The customer returned one s-1100-08lf (pe sahara dry suct/dry seal lf 6/cs) for investigation. During visual inspection it was detected that the tubing is assembled correctly on each end of the ats connectors. The assembly of the ats connectors was verified and no issues were observed that can lead to a leaking issue. Ats connector was disconnected to verify the assembly of the o-ring and it was found assembled correctly. However, closer examination of the o-ring revealed it was dented. Signs of use in the form of biological material were observed on the sample. No other issues were found. Note: although complete sample was provided by customer for investigation; it was not possible to cross it to nuevo laredo facility due to blood contamination on it. Therefore, just the ats connector 152753 with a section of tubing was received at nuevo laredo. In an attempt to detect the reported defect, the patient tubing with the ats connectors were connected to a source of air (tfm-0060 nlc09684) and was immerse under water. Bubbling was detected at red and blue connector interface. The leak on ats connector has been confirmed. Sample was connected and disconnected several times and no leaks were observed. A nonconformance was opened to identify the root cause and corresponding corrective actions. Customer complaint is confirmed. A leak was detected in ats connector. A nonconformance was opened to identify the root cause and corresponding corrective actions.

Manufacturer narrative:
Qn#: (B)(4). The device history record of batch number 74f2000334 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications.

Event description:
There was a leak at the level of the ats connector between the drain and the tubing. It happened with 2 different devices from lot 74f2000334.